Event description:
(B)(6). It was reported post a coronary artery stenting treatment procedure a myocardial infarction (mi) occurred. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.7mm and the lesion length 15mm. Pre-procedure was 99% stenosis and post-procedure was 0% stenosis. Direct stenting was not attempted. A 2.75x16mm liberte stent was implanted. Seven days later a mi occurred. It is unknown if the mi was target vessel related. At the time of the event the patient was on clopidogrel and aspirin. The patient continued to experience unstable class iiib angina. The patient was discharged the next day. Medication included aspirin 100mg daily/indefinitely, clopidogrel 75mg daily for 12 months and heparin. No additional information is provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device not returned for analysis.